Manufacturer narrative:
Device (B)(4) was evaluated for investigation purpose, and found to be fully functional and in specification. The investigation determined that a wrong electrode length calculation by the surgeon caused the inaccuracy. The surgeon has changed to using a new instrument adaptor (non medtech product), however he did not update the calculation method in accordance with the new adaptor. The surgeon has been made aware of the error. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during seeg surgery, the surgeon observed a 5mm depth error. No patient impact was reported.